Event description:
User reported false positive result. Negative pcr and rapid on same day.

Event description:
User reported false positive result. Negative pcr and rapid on same day.

Manufacturer narrative:
Section h6: type of investigation - codes 11 and 4105 have been removed.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result. Negative pcr and rapid on same day.